Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii and spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed in the bile duct on (B)(6) 2022. During the procedure, the image was lost approximately three minutes into the bile duct as they tried to take biopsies. They took the spyscope out of the duodenoscope and the image worked; however, as soon as they put the device down the working channel of the duodenoscope, the image froze and was lost again. They tried to unplugged and plugged back in, checked cabled, took out spyscope and the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.